Manufacturer narrative:
Philips service rebooted the system and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system failed to boot as the host pc did not start on a n allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.